Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's reservoir had air bubbles. The customer's blood glucose level was 233 mg/dl. The size of the air bubbles was unknown. The customer was assisted in troubleshooting. The reservoir will not be returned for analysis.